Manufacturer narrative:
No evaluation possible. The device has not been removed from the patient nor has the identifying part and/or lot number(s) been provided. No additional information is known or has been furnished at this time. Alphatec will inform the patient that alphatec is a medical device manufacturer and cannot provide any medical advice. We strongly suggest she consult the implanting physician for medical guidance.

Event description:
Patient called alphatec directly worried that the cage in her back is infected. She feels like pain is growing. Originally she thought it was infected after first 2 months but doctor said it wasn't. She does not believe the doctor and will not contact the surgeon. She also indicated the FDA told her to call us (alphatec spine). She wants to know if the doctor filed an adverse reaction report, and if the cage makes her more susceptible to bone spurs.